Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device failed the rpm test. The control bar was flush with the master blade and calibration was not in limits when set to 0 reading. The device did not pass visual inspection. Customer requested the device be returned unrepaired. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that water was leaking from the hose and having trouble with pressure. During the investigation, it was discovered that the device failed rpm. No adverse events were reported as a result of this malfunction.